Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation outcome: user reported the error message ¿panel connection lost¿ occurring after normal device startup. The initially reported incident date was (B)(6) 2026. However, logfile analysis confirmed multiple ¿panel connection lost¿ alarms recorded on (B)(6) 2026. For this reason, the customer event date was aligned with the logfile records, while noting the discrepancy between the customer reported date and the system documented alarm occurrences. Technical evaluation identified the vu-esm (ventilation unit-embedded system module) as the root cause of the incident. After replacement of the esm, it was confirmed that the device operates according to its intended performance. There was no patient involvement.

Event description:
It was reported to hamilton medical ag that the user tried to turn on the device and the error message ¿panel connection lost¿ appeared. No patient was involved.